Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states the scooter will run about 1000 feet then stops, but the battery indicator light shows full charge.